Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm and high blood glucose readings of 469 mg/dl; treated with manual injection. Symptoms included thirsty and hard to breath. The customer performed troubleshooting. Customer performed the high pressure test once and it failed; customer performed test again and it passed. Customer was concerned there was an issue with the insulin pump, but was told to monitor their device. Customer called back and requested a replacement device. Customer already reverted to a backup plan per her doctor's advice. The insulin pump was replaced, and may or may not be returned for analysis.